Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 356 mg/dl and 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer's mother reported an 8:13 am performa result of lo, which on the system indicates a result less than 0.3 mmol/l. She believed her son was showing symptoms of hyperglycemia, but did not retest. He had his breakfast of 2 glasses of juice and 2 pieces of toast with tuna, mother took him to the doctor. It took 20 minutes to get to the doctor and they had to wait approximately 30 minutes to be seen by the nurse. Mother gave usual morning insulin of 14 units actrapid and 30 units protaphane while waiting. At 9.15am, the nurse saw him. They tested his glucose level at 28.9 mmol/l using his meter and strips, 28.7 mmol/l within one minute using his strips in the doctor's performa meter, and 8.1 mmol/l within one minute using the customer's meter and strips again. Patient's hands were thoroughly washed and dried each test and each test was performed with a separate finger stick. The diabetes nurse specialist was phoned and mother was advised to administer 4 units of novorapid. No further testing was done while at the surgery and, as patient was showing signs of recovering, he was sent home. A request was made for the return of the meter and strips.